Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Additional data: this product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -10.0/+1.0/x055 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and was exchanged for a longer lens. The exchange resolved the problem. On (B)(6) 2017, the patient's best corrected visual acuity (bcva) was 20/20. On as of the date of MDR submission, the lens has not yet been returned for evaluation.